Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of material or root cause could not be identified. The foreign material may not have been removed for reprocessing was not conducted properly due to loss of water tightness by damaged biopsy channel. The event can be detected/prevented by following the instructions for use (IFU): cf-ez1500dl/I operation manual chapter 3 preparation and inspection states detection methods and cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the air/water cylinder and tube. There were no reports of patient involvement.